Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. No further information available.